Event description:
It was reported the patient underwent a right hip revision approximately 5 years post implantation due to pain, instability, tremors, cognitive issues, swelling as well as elevated metal ion levels. The patient was noted to have fragmentation of the greater trochanter and osteolysis on x-ray pre-operatively. The patient was found to have reactive synovitis, pseudotumor, poor bone quality, tissue damage, metallosis and trunnionosis. All components were removed during the procedure. An osteotomy was performed to remove the femoral component. The greater trochanter was tenuous, with very thin bone, however when attempting to pass a single luque wire proximally, the greater trochanteric fragment fractured. It was secured with the wire and was non-displaced. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, g3, h2, h3, h6.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed due to the review of medical records. Medical office records stated that patient is experiencing pain, instability and swelling and radiographs revealed fragmentation of the greater trochanter osteolysis. Large effusion with reactive synovitis, and felt patient had metallosis from trunnionosis. The cobalt and chromium levels were elevated. Revision operative notes state that upon entry to joint space a large fluid collection encountered consistent with metallosis, significant pseudocapsule formed with a pseudotumor in the soft tissues. Femoral head in good condition and removed with significant trunnionosis encountered, metal debris at femoral head/trunnion junction. Proximally, the greater trochanter was tenuous, with very thin bone. Care was taken to prevent fracture of this however when attempting to pass a single luque wire proximally, the greater trachteric fragment fractured. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned head identified scuffing on the outside diameter. The taper of the head shows scratches and scuffing. The head was submitted for further analysis. Analysis determined both tapers were assigned the consensus modified goldberg score of 4. A score of 4 corresponds to damage over the majority of the surface with severe corrosion attack and abundant corrosion debris. Root cause unchanged. This complaint was confirmed based on the returned device and medical records if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Cat#00660001722 porous fem st 17x153st rt lot#56733400, cat#00620206422 shell porous with cluster holes 64 mm lot#63020154, cat#00630506636 liner standard 3.5 mm lot#62680486. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03284, 0001822565 - 2020 - 03288, 0001822565 - 2020 - 03290.

Event description:
It was reported by patients¿ legal counsel that the patient underwent a right hip revision procedure approximately 15 years and five months post-implantation. Patient was revised due to pain, elevated ion levels, psuedotumor, limited range of motion and metallosis. Corrosion and fretting was also noted.attempts have been made and no further information has been provided.